Event description:
IV pump stopped working and 4 subsequent pumps all experienced the same system error when utilized near the bed. Manufacturer response for bed, (brand not provided) (per site reporter). The issue was with the pump according to bed manufacturer.